Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient developed a lower gastrointestinal bleed on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that a lower endoscopy was performed which had found diffused bleeding in the lower gastrointestinal tract where the bleeding had extensively spread. Hemostasis with an endoscope or balloon was impossible, but the patient improved after warfarin reversal with kcentra and a blood transfusion. The patient was transition to palliative care.